Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure micro insert had migrated from fallopian tube into uterus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. On (B)(6) 2010, the patient started essure. In 2011, the patient experienced vaginal haemorrhage ("abnormal, heavy bleeding, vaginal bleeding increased"), pelvic pain ("severe pelvic pain, pain increased"), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("prolonged, abnormal menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), depression ("increase in her depression"), anxiety ("increase in her anxiety") and anaemia ("anemia"). On an unknown date, the patient experienced device expulsion (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the device expulsion, vaginal haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, migraine, depression, anxiety and anaemia outcome was unknown. The reporter considered device expulsion, vaginal haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, migraine, depression, anxiety and anaemia to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion of fallopian tubes. In (B)(6) 2013: ultrasound pelvis result was normal (normal). In (B)(6) 2014: laparotomy result was right essure insert had migrated into uterus (abnormal nos). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced several non serious events. Due to a worsening of these events, she underwent an exploratory laparotomy, in which it was discovered that right essure micro-insert had migrated from her fallopian tube into her uterus. Then, plaintiff underwent a second surgery, a total hysterectomy and bilateral salpingectomy. The event, seen as device expulsion, is anticipated in the reference safety information for essure. During essure therapy, device expulsion/partial expulsion may occur. Considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported.~ a product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure micro insert had migrated from fallopian tube into uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for an unreported indication: ortho evra and mirena. Concurrent conditions included appendicitis, crohn's disease and feeling unwell. Concomitant products included hyoscyamine, ibuprofen, oral contraceptive nos, oxycodone and thomapyrin n (excedrin extra strength). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal, heavy bleeding, vaginal bleeding increased"), pelvic pain ("severe pelvic pain, pain increased"), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("prolonged, abnormal menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), depression ("increase in her depression"), anxiety ("increase in her anxiety") and anaemia ("anemia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("right abdominal pain") and headache ("headache"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal pain, menorrhagia, dyspareunia, migraine, depression, anxiety, anaemia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Essure device, placed bilaterally in good position: left side 3 coils, right side 4 coils resolved all symptoms( recent fu). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) : full occlusion of fallopian tubes laparotomy - in (B)(6) : right essure insert had migrated into uterus (abnormal nos) ultrasound pelvis - in (B)(6) 2013: normal (normal). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure micro insert had migrated from fallopian tube into uterus / migration of essure: device pushing right tubal wall") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for an unreported indication: ortho evra and mirena. Concurrent conditions included appendicitis, crohn's disease and feeling unwell. Concomitant products included hyoscyamine, ibuprofen, oral contraceptive nos, oxycodone and thomapyrin n (excedrin extra strength). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain, pain increased / pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches") and headache ("headache"). In 2011, the patient experienced vaginal haemorrhage ("abnormal, heavy bleeding, vaginal bleeding increased"), abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("prolonged, abnormal menses"), depression ("increase in her depression"), anxiety ("increase in her anxiety") and anaemia ("anemia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("right abdominal pain") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal pain, menorrhagia, dyspareunia, migraine, depression, anxiety, anaemia and headache had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Essure device, placed bilaterally in good position: left side 3 coils, right side 4 coils resolved all symptoms( recent fu). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes. Laparotomy - in (B)(6) 2014: right essure insert had migrated into uterus (abnormal nos). Ultrasound pelvis - in (B)(6) 2013: normal (normal). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: pfs received - new event 'nausea' was added. Events onset date were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure micro insert had migrated from fallopian tube into uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for an unreported indication: ortho evra and mirena. Concurrent conditions included appendicitis, crohn's disease and feeling unwell. Concomitant products included hyoscyamine, ibuprofen, oral contraceptive nos, oxycodone and thomapyrin n (excedrin extra strength). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal, heavy bleeding, vaginal bleeding increased"), pelvic pain ("severe pelvic pain, pain increased"), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("prolonged, abnormal menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), depression ("increase in her depression"), anxiety ("increase in her anxiety") and anaemia ("anemia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("right abdominal pain") and headache ("headache"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal pain, menorrhagia, dyspareunia, migraine, depression, anxiety, anaemia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Essure device, placed bilaterally in good position: left side 3 coils, right side 4 coils resolved all symptoms( recent fu) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes laparotomy in (B)(6) 2014: right essure insert had migrated into uterus (abnormal nos) ultrasound pelvis in (B)(6) 2013: normal (normal). Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs+mr: new events: genital hemorrhage, headache, abdominal pain were added. Previously reported all events outcome updated to recovered/resolved. Reporter, patient demographic information, all other relevant history updated. Product batch number, stop date, concomitant drugs updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced several non serious events. Due to a worsening of these events, she underwent an exploratory laparotomy, in which it was discovered that right essure micro-insert had migrated from her fallopian tube into her uterus. Then, plaintiff underwent a second surgery, a total hysterectomy and bilateral salpingectomy. The event, seen as device expulsion, is anticipated in the reference safety information for essure. During essure therapy, device expulsion/partial expulsion may occur. Considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.